Manufacturer narrative:
The manufacturer previously reported a ventilator's external flow sensor malfunctioned. The device was returned to a third party service center and the customer's complaint was confirmed. The device's external flow sensor cable was replaced to address the issue.

Event description:
The manufacturer received information alleging a failure of the ventilator's external flow sensor. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.